Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with a bradycardic heart rate and no pacemaker spikes were visible on the external monitor. The implantable pulse generator (ipg) was unable to connect with the programmer via telemetry. A magnet was placed over the ipg and there was no discernible pacing output. The device had reached end of life (eol). The patient had been lost-to-follow-up and was last seen three to five years ago, the patient did not recall the exact timeframe. The device was extracted and replaced. No further patient complications have been reported as a result of this event.